Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application alarms did not sound on (B)(6) 2016. Patient stated that they felt sluggish and when they looked at the application, it displayed a blood glucose (bg) value of 371mg/dl. No additional event or patient information was provided.